Event description:
On (B)(6) 2007, right-hip replacement with defective biomet magnum prosthesis which had to be removed and replaced on (B)(6) 2009 because the metal-on-metal implant came loose from the femoral head and twisted 180 degrees. Recent information supports that his prosthesis was defective and that the company, biomet, knew that it was defective. Had therapy two weeks after each surgery.